Event description:
Patient additionally reported right side "pain and discomfort, hardening, deformation", "noticed about the recall and is anguished with this situation and is afraid of having a bomb inside the body, that can cause cancer anytime¿ and "edema." Healthcare professional also reported capsular contracture baker grade IV and seroma late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and rupture.

Event description:
Patient reported right side "significant mastalgia", "baker's grade IV capsular contracture", "radial folds", "a small amount of liquid around them", "lateral rotation of the right implant" , "cysts". And "suggestive of rupture" showed by us and MRI. Patient is taking anti-inflammatory drugs and pain medications¿. The device remains implanted.